Event description:
The customer reported when the system powered up, a flash of spark was observed, then the system shutdown. No report of patient and or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer fitted new mains surge resistors and time delay module. The system was then found to be operating as intended.